Event description:
(B)(6) 2016 11:00 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that during patient treatment, the anesthesia workstation would not function in automatic or manual ventilation. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The patient cassette including the inspiratory and the expiratory one-way valves were replaced by the hospital staff. The replaced parts were not returned for our investigation, but a received image showed residues of unknown substances on the valves. The received device logs contained recordings that indicated a stuck inspiratory one-way valve. In prior investigations, different methods to simulate a stuck valve have been used. The valves were exposed to saline, human saliva, and water which were added to, and then extracted from, a co2 absorber. When performing the simulation method above, it was possible to reproduce the event regarding a stuck valve but, we do not have any evidence that these simulation methods correspond to those that made the valve stuck at the hospital. A prior sem-eds elemental analysis of another returned valve seat from the same hospital showed the presence of varying amounts of oxygen, sodium alumina, silica, chlorine, potassium, calcium, and sulfur. This may indicate the presence of sodium chloride, although this is not directly proven by the analysis itself. Samples taken of the compressed air taken after the hospitals compressor did not show any detectable amounts of sodium, chlorine, or alumina. This means that the sodium and chlorine contamination found on the valve seat during the sem-eds elemental analysis of the returned valve must have entered the anesthesia in some other way. Alternatively, the hospital compressor is not desalinated properly at all times, and that may explain why this happens randomly.

Event description:
(B)(4).